Event description:
Additional information received reported that the patient was receiving therapy and had no pain at all.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va055k9, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had stimulation in the wrong location, pocket stimulation, and pain in the hip, buttocks, and leg. It was noted that the pain was not a stimulation feeling and the site was tender to the touch. It was reported that when the patient brushed against things her backside and hip hurt. The reporter stated that the patient had two pocket revisions, was reprogrammed several times, and had several appointments for pain. It was reported that pain in the pocket was subsided by reprogramming and went away when the device was turned off. It was noted that the patient¿s overactive bladder was fixed. Troubleshooting included impedance testing and fluoroscopy in the pocket revisions. It was reported that the issue resolved and the cause of the issue was not determined. It was reported that perhaps the lead had a crack in it which would cause ¿electrical spillage¿ and could have been caused by a bovie or suturing. It was decided to replace the lead the day of the report to see if that would help, and if not the system would be explanted completely. Additional information has been requested but was not available as of the date of this report.